Event description:
It was reported that the fenestrated bipolar forceps instrument was not working properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, and evaluated. Per the customer reported complaint, testing was performed by engineering, and system recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering also observed the distal end of the main tube to have various deep scratch marks on one side of the tube. A small amount of the tube material is removed due to the scratch marks. The scratches are short, and not aligned with the tube axis, suggesting they may have been caused by instrument collisions. The proximal clevis is missing a .250" x .130" section below the ear, but the clevis is not. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the case notes, there are no indications from the site that the missing instrument components fell inside of a patient during a surgical procedure.